Event description:
It was reported to philips that the host computer was unable to bootup.the system was outside of clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.